Event description:
I called manufacturer of novamax test strips friday, (B)(6) was told (B)(6) delivery of replacements. It is tuesday (B)(6) and no receipt. Called novamax and was told they are being shipped (B)(6), causing no on-time delivery. There is no satisfactory company response why they would put their customers at risk by misrepresenting the replacement delivery and using a less-costly, vastly-slower delivery method. Please investigate as to the total number of recall shipments that were shipped (B)(6) rather than (B)(6) as stated by vendor.